Event description:
On (b)(6) 2024, a patient in Poland underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. It was reported that the patient experienced a duodenal perforation. The patient received unknown surgical intervention on (b)(6) 2026. It was later reported that the patient expired on (b)(6) 2026. The cause of death is not reported. It is unknown if an autopsy was performed. Disposition of device is unknown.

Manufacturer narrative:
Catalog number in D4 is the international List number which is similar to US List Number of 062910.The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a complication of a PEG tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.